Manufacturer narrative:
Infusion set manufacturer information, unomedical inset 30 product. Was obtained. Complaint has been forwarded to the infusion set manufacturer. Tandem diabetes does not manufacturer infusion sets.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. Device not returned.

Event description:
It was reported the customer experienced an elevated blood glucose level of 539 mg/dl, due to a kinked cannula. Customer changed out infusion set site and administered a bolus to stabilize blood glucose levels. At the time of the call the customer reported blood glucose was in target. Customer did not provide infusion set manufacturer.